Event description:
A complaint was received regarding a tego¿ connector that experienced air in line during use. The following issue was reported by the customer: ¿incident date: on (B)(6) 2025. The incident occurred during patient use and it was not detected prior to direct patient use. Air in the catheter line during the return, due to an air intake caused by a malfunction of the tego device. Procedure: hd hdf post-dilution hdf pre-dilution¿. The status of the product at the time of the event was during the return. There was patient involvement, but no harm to the patient and there were no consequences for the operator.

Manufacturer narrative:
The device has been requested for evaluation. It has not been received. The investigation is pending.

Manufacturer narrative:
D9 - date returned to mfg is 8/21/2025. Received seventy-eight (78) new list# d1000, tego¿ connector, appx 0.05 ml; lot# 14192702. No visual damages or anomalies were observed. The reported complaint of air could not be confirmed. The returned samples were tested and met product specifications. Without the return of the used sample a probable cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.